Event description:
Ge healthcare service representative reported that the output of the vaporizer was found to be high to specification. Investigation / conclusion. The unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be high to manufacturer's specifications. The investigation has concluded that the cause of the reported complaint was due to the rotary valve. Once the rotary valve was replaced, the unit was found to function within manufacturer's specifications.